Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008, 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system upgrade the right atrial (ra) and right ventricular (rv) leads were being laser extracted from left side when the leads dislodged <(>&<)> damaged two remaining pacing leads causing all leads to be cut <(>&<)> extracted. The right atrial (ra) lead and right ventricular (rv) lead were replaced. No patient complications have been reported as a result of this event.